Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the valve is causing alarm. As stated on the independent repair statement customer alleged alarming/red light, and the key failure is the pilot valve is causing unit to alarm on initial start up.